Event description:
On (B)(6)2010, a rise in threshold was observed. X-ray revealed another lead dislodgement. The lead was capped.

Event description:
It was reported that the rv lead showed no capture and diminished sensing characteristics. The lead could not be repositioned successfully. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis did not reveal any condition that would have contributed to the reported capture anomaly.